Event description:
A pt developed microbial keratitis in the right eye after 2 days of wear of acuvue advance with hydraclear contact lenses. The pt reportedly wore the lenses extended wear but had been instructed to wear the lenses on a daily wear schedule by the eye care professional. Symptoms: severe hyperemia, approx 1mm corneal infiltrate with epithelial staining in paracentral zone of the cornea. Management: intensive treatment with antibiotics with improvement of cornea condition. But pt didn't finish the treatment and resumed contact lens wear. The pt again had symptoms and was hospitalized for treatment,.